Event description:
The tube failed to monitor pressure. The balloon inside the monitoring chamber was flat and not functioning. The pressure jumped to over 1500. Dr removed scope from the shoulder to prevent over-pressure of fluid into the shoulder. The pump tubing was removed and replaced with tube of a diffrent lot number.